Manufacturer narrative:
On (B)(6) 2019, mentor became aware that additional information received on (B)(6) 2019 was erroneously excluded and device code, migration, was erroneously excluded from the initial report sent (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/10/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed in the anterior view. Within crease a tear was observed, measuring approximately 0.4 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as breast pocket and folding or wrinkling of the shell in the breast pocket. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prostheses implantation procedure with a 300cc mentor smooth round moderate profile saline breast prosthesis on the left side, experienced deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor saline breast prostheses on (B)(6) 2019.